Manufacturer narrative:
(No consequences or impact to patient); (high test results). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an elevated architect ca125 result of 61.8 u/ml was generated with lot 29257m500 on i2000 sn (B)(4). The patient's last value had been 10 u/ml. The sample was retested on a different analyzer ((B)(4)) with lot 31182m500 and a result of 8.9 u/ml was generated. The sample was centrifuged and was tested on the original analyzer ((B)(4)) with lot 29257m500 and a result of 65.3 u/ml was generated. The sample was then tested with lot 31182m500 on the initial analyzer ((B)(4)) and a result of about 8 u/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
The customer observed a falsely elevated patient result, while using architect ca 125 ii, lot 29257m500. Review of ticket trending data did not identify an increase in complaint activity related to the complaint issue. However, an increase was identified for likely cause lot 29257m500 related to patient results. Accuracy testing was completed using retained kits of architect ca 125 ii reagent lot 29257m500. Acceptance criteria was met, which indicates acceptable product performance. Additionally, an analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis showed that the median value has not changed over time and concluded that the reagent lots included in the analysis (including the lot under investigation) read patient results consistently. The architect ca 125 ii reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.